Event description:
Info received indicates all of the casters are not steering or braking properly. The brake will set but the casters do not hold.

Manufacturer narrative:
The technician replaced the four casters to repair the stretcher.